Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "pain in their breast and under arm pit", ¿two internal layers broken and the implant was no longer in good condition" and "concern with the product". Patient also reported "joint inflammation"; this event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data: a.2, b.5, d.1, d.2, d.4, g.5, h.4, h.6.

Event description:
This record is for right side.